Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address and confirmed the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. According to service notes, the customer was advised to reconnect the speaker to the flex cardio pc to resolve the issue. The device passed all functional testing and was returned to service. The device remains in use at the customer's facility.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an error when opening the waveform audio device during examination. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.